Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle stapler misfired the three reloads. It caused the reloads to pop the first few staples out after pressing the green button and the reloads wouldn't fire. Replacement of the reloads was done to resolve the issue in order to complete the case. There was no patient injury.